Event description:
It is reported that a customer experienced high blood glucose of 456 mg/dl. The customer was treated for the high blood glucose with a manual injection. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting and rewinding their pump. The customer mentioned that they experienced diabetic ketoacidosis and was hospitalized in (B)(6). No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Please see svn (B)(4).